Manufacturer narrative:
The device was returned. The returned device analysis could not replicate the reported premature activation as the clip was deployed and not returned where the mitral regurgitation was reduced to grade 2. However, the returned device analysis noted a broken collet. A review of the lot history record identified no exception issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed and the return device analysis, a conclusive cause for the reported premature activation could not be determined in this complaint. The returned device analysis indicated a potential product issue due to broken collet. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. The clip grasped the leaflets successfully and during leaflet assessment it was noted that the mandrel had disengaged from the clip. The clip had detached approximately ½ cm between the mandrel and clip. The clip had to be deployed where it had initially grasped the leaflets, reducing mr to 2. There was no resistance noted or other device issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.